Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a lost sensor alert due to a bent cannula. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 380 mg/dl. Customer declined troubleshooting for the high blood glucose level and stated that it was due to under administering insulin. The insulin pump was not replaced or returned for analysis.